Event description:
Pt mom requesting the same needles we sent back in (B)(6) - 8mm instead of 5mm. Also said that once when pt gave himself the nutropin inj, it created a lump. But hasn't happened since and went away within a couple days, rph.